Event description:
It was reported that the patient who is part of the system (B)(4) study had diaphragmatic stimulation that was unable to be corrected with programming changes. The lead was turned off one day post implant, but remains implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient who is part of the system longevity study had diaphragmatic stimulation that was unable to be corrected with programming changes. The lead was turned off but remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.